Event description:
It was reported that "after introducing the super arrow-flex sheath over the guidewire, the physician tried to remove the stylet. The stylet broke and stayed in the sheath. The sheath was then carefully removed, including the tip of the stylet. The patient was not harmed." A new sheath of a a different brand was used.

Manufacturer narrative:
(B)(4). The customer returned one opened cath-lab sheath set, including one dilator, sheath, and product lidstock , for analysis. Definite signs of use were observed. Visual analysis revealed that the dilator hub was completely separated from the dilator body. No remains of the dilator were observed within the hub. Adhesive was observed at the location of the separation on both the dilator body and within the dilator hub cavity. The outer diameter of the dilator measured 0.0835" which is within the specification limits of 0.082" - 0.085" per the dilator extrusion graphic. A device history record review was performed and no relevant findings were identified. The customer report of a dilator hub separation was confirmed through investigation of the returned sample. The dilator body completely separated from the hub with no remains of the dilator within the hub. Despite this, the dilator passed relevant dimensional requirements and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "after introducing the super arrow-flex sheath over the guidewire, the physician tried to remove the stylet. The stylet broke and stayed in the sheath. The sheath was then carefully removed, including the tip of the stylet. The patient was not harmed." A new sheath of a a different brand was used.

Manufacturer narrative:
(B)(4).